Event description:
It was reported that during an unknown procedure, at the time of using the second load on the stapler, it did not release the staple, it was only a part of the anastomosis. When removed, we found that the central blade that would be responsible for the release was not returning to the initial position, not releasing the entire load when triggered.

Manufacturer narrative:
(B)(4).batch # unknown. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a channel shroud device with no reload loaded and the knife appears to be in the home position. Based on the photo the event described cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was discarded, our evaluation is limited. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.